Event description:
An anapylactic reaction to a patient in a hemodialysis clinic. The reporter of this event was contacted for further information. It was learned that this was the patient's first dialysis treatment with the 200 nre dialyzer. The patient started dialysis and after 2 hours of the dialysis, therapy, the patient reported itching, and raised macules were noted on the face, neck, and forearms. The rn administered 25 mg. Diphenhydramine ivp. The patient's blood was reinfused as well at that time. A new treatment system with an 200nr dialyzer was set up on the machine, and the dialysis treatment resumed, but the patient continued to itch. The patient was scratching near his venous needle and displaced the needle causing an infiltration at the site. That needle was removed and a new needle was placed when again another infiltration occurred. The patient did not want another needle placed, so the treatment was discontinued. The patient ws then discharged to home. No sample is available for an evaluation.